Event description:
It was reported that a stored electrogram showed noise on both the atrial and ventricular leads. The noise could not be replicated with isometrics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.